Event description:
It was reported that the pump touchscreen "does not always trigger a response" upon touch input. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.